Manufacturer narrative:
One medfusion 3500 was received with a cracked top case by the tube holders and a crack on the right plunger case and battery door. The event history log was reviewed and there was a motor rate error. Occlusion test was performed and a motor rate error was found. The issue was caused by a combination of worm coupling, leadscrews and clutch halves which did not operate as intended as a result of normal wear. The pump is over 5 years old. The issue was caused by normal wear and the damaged components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump's motor was reported to be not working. There were no injuries or adverse events reported.